Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis, fibrin in the pd catheter (not a fresenius product) and drain complications. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient¿s peritonitis was diagnosed prior to hospitalization. It was stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria streptococcus gordonii. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The cause of the peritonitis was not clearly established. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of streptococcus gordonii which are bacteria that can be found in the mouth. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be established. However, it is possible the peritonitis was attributed to a breach in aseptic technique (such as not wearing a mask) during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis, fibrin in the pd catheter (not a fresenius product) and drain complications. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient¿s peritonitis was diagnosed prior to hospitalization. It was stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria streptococcus gordonii. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The cause of the peritonitis was not clearly established. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.